Event description:
It was reported that the pump pocket was filling with fluid, though they were unsure if the problem had derived from the pump or catheter. The patient was experiencing increased spasticity and it was noted that there was tissue found on the pump connector. The pump logs were checked and x-rays were taken. It was revealed that there was visible leaking from the catheter. The pump was replaced and 41cm of the catheter was removed and replaced. At the time of report, there was no patient injury. The device system was used to deliver gablofen. Two days later, it was reported that the patient¿s family had noticed what looked like excess fluid in the pump pocket after the patient wore a percussion vest for his pneumonia. That same day, it was reported that the leak was found in the proximal segment of the catheter. Following replacement, the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 8709sc lot# n196569020, implanted: 2009 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found a hole in the catheter body caused by a deep abrasion. In addition, there was coring, tears, or cuts in the seal of the sutureless connector with leaking seen during pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.